Event description:
Our affiliate is reporting the following to us: during the use of the device in mode &apos;ablation&apos;, the electrode emitted a &apos;flare&apos; and so it stopped to work. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. (It is possible that in this case for this failure mode some debris was deposited into the patient¿s joint space. Because of this we are filing a report to document the event.)

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation of the active tip shows signs of light activation with a good coverage of the epotek glue remaining around the active tip area. Electrical and functional tests were performed and the device functioned as intended. A suction test was conducted and the device extracted 278 ml of liquid in one minute as expected. The reported failure could not be replicated and therefore this failure could not be confirmed or a root cause for the user to have experienced this failure could not be determined. A batch record review has been conducted and our results indicate that this batch of product was processed with an unrelated nc for labelling issue with no link to this complaint. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two other complaints for this lot of devices that were released to distribution. The 12 month complaint rate for this failure is well within the dfmea expected rates and therefore, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.